Manufacturer narrative:
(B)(4). The insulin pump was received with scratched case, scratched lcd window, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The insulin pump passed the rewind test, prime and seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. No history check failed occurred during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2017 that the insulin pump alarmed pump history failed. The customer's blood glucose was unknown at the time of incident. No symptoms or treatment was reported. It was reported the alarm has been shown for several days. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.